Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Patient reporting head set leaky/adhesive plaster wet. No adverse event alleged. A request was made for the return of the affected headsets.